Manufacturer narrative:
(B)(4).

Event description:
Customer states: a trace like burning remained on the spot the sensor attached. The sensor has been used for 12 hours around. No abnormal condition was on the spot before sensor was attached. The trace seemed a pressure wound, or low temperature burns. The sensor was scrapped. Usage of bandages or tapes is unknown. Covidien has attempted to gather further details surrounding the circumstances of this report, without success.